Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a new battery cap for a blank display issue. Customer stated that when she puts the new cap on, the pump completely turns off. Customer's blood glucose was 134 mg/dl at the time of the incident. Customer mentioned that she previously had a blank display issue and high blood glucose of 400 mg/dl. Customer stated that the display returned through troubleshooting. Customer was then sent a replacement battery cap. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. However, the insulin pump powered up properly after battery installation, no failed battery test noted and the operating currents are within specification. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump has minor scratches on lcd window.